Event description:
It was reported that the right ventricular lead had elevated thresholds causing the device to default to higher outputs. The capture management was turned off. The lead is still in use. The patient is enrolled in the advisa MRI study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.